Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be the lid assembly. The customer received a replacement device and the device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.